Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the valeo products that are cleared in the us. The pro code and 510 k number for the valeo products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one valeo pta dilatation catheter has been received for the evaluation. On the visual evaluation, the stent was not present on the balloon and no other specific anomalies were noted. On the functional evaluation, the balloon was inflated using an in-house presto inflation device and the water was noted to be starts leaking from the balloon and no other functional testing was performed. Under the microscopic observation, the stent crimp marks were observed on the balloon and the pinhole rupture was also noted on the balloon. No other specific anomalies were noted. Therefore the investigation for the reported balloon rupture was confirmed as the water starts leaking from the pinhole ruptured region of the balloon upon inflation. A definitive root cause for the reported balloon rupture could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 03/2022). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a stent placement procedure, the balloon allegedly had a tiny puncture in the distal side and the doctor was unable to inflate. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the valeo products that are cleared in the us. The pro code and 510 k number for the valeo products are identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 03/2022).

Event description:
It was reported that during a stent placement procedure, the balloon allegedly had a tiny puncture in the distal side and the doctor was unable to inflate. There was no reported patient injury.